Event description:
It was reported that the patient had his previous ams penile prosthesis removed on a previous date due to unspecified reason. The patient underwent a reimplant procedure to implant a tactra penile prosthesis. No patient complications were reported in relation to this event.